Manufacturer narrative:
(B)(4).

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving gablofen 2000mcg/ml at 230mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and other spasticity. Other medications the patient was taking at the time of the event included, oral baclofen and valium as needed. Patient's pertinent medical history included multiple sclerosis, spasms and fluctuation spasticity. It was reported that the patient's pump had repeated motor stalls and motor stall recoveries. The physician discovered it when reading the pump logs. Motor stall occurred on (B)(6) 2015 at 13:52 and recovered at 14:09, motor stall occurred on (B)(6) 2015 at 08:36 and recovered at 08:43, motor stall occurred on (B)(6) 2015 at 20:23 and recovered at 20:30, motor stall occurred on (B)(6) 2015 at 07:28 and recovered at 08:56, motor stall occurred on (B)(6) 2015 at 19:16 and recovered at 19:24, motor stall occurred on (B)(6) 2016 at 14:31 and recovered at 14:41, motor stall occurred on (B)(6) 2016 at 19:41 and recovered at 20:26, and motor stall occurred on (B)(6) 2016 at 11:02 and recovered at 11:10. Troubleshooting performed related to the motor stalls and recoveries prior to replacement included "elpro, refill, calibration, and access logs." The cause of the motor stalls were unknown. The pump was replaced on (B)(6) 2016. It issue resolved at the time of report. Patient's status at the time of report was "alive- no injury."